Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities determined. Permeability test: the test is not applicable because the product is still packed in the original sterile bag. Computer control test: the test is not applicable because the product is still packed in the original sterile bag. Adjustability test: in this step, it was investigated whether the adjustable progav 2.0 can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav 2.0 is adjustable to all pressure settings. Braking force and brake function test: the brake function of the progav 2.0 operates as expected. Due to the original sterile packaging, the braking force of the progav 2.0 was unable to be measure. Results: based on our examination results, we could not determine a functional deviation of the shunt system. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx431t) was to be implanted during a procedure performed on (B)(6) 2023. According to the complainant, prior to being implanted, the surgeon was unable to program the valve to the desired pressure. The complaint device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the occurence.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.